Event description:
Teh hearing aid (h/a) user came into the dispenser's office and reported an infection in his ear. The h/a specialist examined the ear and noticed redness and flaky skin. She advised the client to see a dr.